Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient had one lead and two extensions from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2015-07449. It was reported the patient underwent surgical intervention on (B)(6) 2015 (reference MFR report #: 1627487-2015-20440). Intra-operative testing revealed high impedance on the entire lead. As a result, the patient underwent another surgery on (B)(6) 2015 to address the issue. During the procedure on (B)(6) 2015, high impedance was found on the patient's lead and both extensions. The doctor then decided to explant and replace the lead and both extensions. The issue was resolved by surgical intervention.